Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump failed on them. The customer also reported being hospitalized on (B)(6) 2014 for low blood glucose. Customer's blood glucose was around 40 mg/dl at the time of admission. The customer stated they may have exposed their insulin pump to a magnetic resonance imaging machine. Customer's current blood glucose was 215 mg/dl. The customer reported an unexpected restart alarm occurring. It was also found the customer had a crack around their battery compartment. The customer was unsure how the damage occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.